Manufacturer narrative:
Eval summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the mfrs release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined. The device remains implanted. There have been four similar complaints reported in the lot number. Additional info was requested. (B)(4).

Event description:
A surgeon reported that one month after a glaucoma filtration shunt was implanted, it was noted to be touching the iris. The pt also experienced postoperative hypotony following the filtration device implantation. The device remains implanted in the pt's eye. Additional info has been requested.